Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right femur; was explanted due to a non-union and replaced with a 10mm x 380mm standard sign im nail using two proximal screws and two distal screws.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first nail was replaced with a 10mm x 380mm, standard nail using two proximal screws and two distal screws. There is no way to predict a failure to heal or a non-union condition. Sign fracture care international will continue to monitor these events as part of our post market activities.